Manufacturer narrative:
MDR decision corrected to not reportable. No additional supplemental reports are required unless unless additional information received indicates a reportable event.event coding updated based on additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the proximal section of the pipeline failed to open. No further information was provided at the time of the report. Additional information received reported the patient was undergoing a procedure for flow diverter implantation to treat a saccular right paraophthalmic aneurysm. The aneurysm max diameter was 4.5mm and the neck diameter was 3.5mm. Vessel tortuosity was minimal. When the pipeline flex with shield failed to open at the proximal end, a microwire was used to maintain access distal to the stent and balloon angioplasty was performed with good results. It was noted the pipeline was not positioned in a bend. The pipeline was fully deployed when the failure to open was observed. The pipeline had only been resheathed once. Full wall apposition was ultimately fully achieved. There was no harm or injury to the patient. Post-procedure angiography showed good wall apposition and very good results. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the proximal section of the pipeline failed to open. No further information was provided at the time of the report.